Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent a revision wherein the ipg was replaced and added more leads. The patient was doing well postoperatively. The explanted ipg was disposed.